Event description:
It was reported that during an anterior resection procedure, the surgeon completed a clean tme (total mesorectal excision) on this patient so there was no excess fat/ mesorectum. Had used contour to make the distal transection. Used cdh33 to make the anastomosis. Fired the cdh herself, had a crunch and two donuts were formed. However on inspection, only part of the circumference had stapled. Approximately three staples had formed; the remainder were open. Pouch was then too short to reach the anus. Additional three hours to the procedure. Sutured colo-anal anastomosis. On saturday, patient was ok, but had a cardiac arrest on sunday. Laparotomy performed - all ok. Patient recovering but poorly. The customer has retained the device for legal reasons; no device will be returning.

Manufacturer narrative:
(B)(4). The surgeon in question has left to volunteer abroad for a short period so all this information was collated through senior sister in dri. (B)(6). The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. No device will be returning. Received the following information on 7/1/2010: the gun has not been retained for inspection due to it being covered in high contamination levels (poo). Having resected the tumour at the appropriate point, a cdh 33 anvil was sutured in readiness for the anastomosis. Located the anvil into the gun per rectum and fired the gun as routine. The gun showed no indication of a misfire and all components appeared to work satisfactorily. On removal of the gun, it was noted that the entire anastomosis site had unraveled. The doughnuts on the gun were complete. However on closer inspection of the site of fire, most of the staples were not deployed correctly (not folded, still open, like little goalposts). Having little specimen available on the rectum for another stapled anastomosis, the surgeon then performed a hand sewn colo-rectal anastomosis. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.